Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. A gore® dryseal flex introducer sheath was used for access. During the preparation, the packaging mandrel of trunk-ipsilateral leg component was reportedly difficulty to be removed, and the mandrel was forcefully removed using forceps. During the procedure, when the trunk-ipsilateral leg component was inserted into the sheath valve, blood leakage from the sheath valve due to sheath valve breakage was observed. The sheath was withdrawn, and the procedure was continued using the another sheath. While deploying the contralateral leg component, the left internal iliac artery was unintentionally covered by the device due to the short length of the left common iliac artery. While withdrawing the delivery catheter of trunk-ipsilateral leg component, the olive tip got stuck on the sheath tip, making removal difficult. The delivery catheter was successfully withdrawn by adjusting the sheath position. The patient tolerated the procedure. The physician reported that the mandrel was quite difficult to remove, even with forceps, unlike his previous experience. He also reported that the mandrel difficult to be removed might have caused some failure on the delivery catheter, leading to get stuck on the sheath.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code e2332: used to describe unintentional coverage: the left internal iliac artery was unintentionally covered by the device due to the short length of the left common iliac artery. H.6. Code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, device/native vessel obstruction and, or occlusion, improper component placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.